Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 10 mg/ml hydromorphone at a dose of 1.899 mg/day, 250 mcg/ml clonidine at a dose of 47.48 mcg/day, and 22.5 mg/ml bupivacaine at a dose of 4.273 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The physician reported that the patient was going to be admitted to the hospital due to an over-infusion and subsequent patient withdrawal. The patient had experienced 4 days of withdrawal starting on (B)(6) 2017 due to an over-infusion issue which began on (B)(6) 2016 where the pump went empty early. The pump's expected residual volume was 5 ml and the actual residual volume was 0 ml. The physician reported they routinely bring patient's back several days before the alarm date. An anesthesiologist felt that this appears more common in the winter months, and was possibly related to the elevation (4500 feet). The patient had symptoms of fever, chills, achy, funny taste, possible uti, and the patient felt electrical charge sensations in her cells.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.